Event description:
The device was returned to the service center with a report from the customer contact of a distal air bolus. This does not indicate a reportable malfunction. However, during verification testing at the service center the device was received with the regulator closer completely disassembled from the shaft's post.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.